Manufacturer narrative:
(B)(4)

Event description:
Device triggered eos according to home monitoring.

Manufacturer narrative:
Analysis of a data dump showed early battery depletion. The device remains implanted.

Manufacturer narrative:
Resubmitting report due to incorrect results code on first submission.